Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, the helix would not extend. High, out of range, high voltage lead impedance was observed. The lead was not implanted and was replaced. There were no adverse consequences to the patient.